Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: unexplained power on resets observed in the black box. Battery compartment is cracked above and below the bumper pad. Returned battery cap has stripped threads and is unable to fully attach to the pump; por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power on resets were duplicated during this time. Returned cartridge cap used for testing. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. The audio bolus button cover is torn; the button is fully responding to user presses. Unrelated to the complaint, the display screen has a pinkish contrast. Keypad is peeling up near the ok key. All keys are fully responding to user presses. Removed the keypad cover; no contamination was found under the key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.